Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed info given to the customer care advocate, cca, and will send a follow up letter to the pt. In 2009, the pt complained that he was unable to obtain blood glucose results with his one touch ultra2 meter since purchasing it. Reportedly, the meter prompted error 2 after both blood glucose and control solution tests. With troubleshooting for the cca, the pt successfully obtained a blood glucose result. Reportedly, the pt had been placing the sample on the strip before inserting it into the meter. The pt, whose daily oral diabetes medications are metformin and glyburide, did not attempt to use one of his older meters (unk brand) or borrow another meter. On event date around 11 pm, as the pt drove to his local supermarket to pick up medications, he began to feel lightheaded, a symptom he experiences before a seizure. However, the pt was albe to walk into the store as the symptoms worsened (confusion, no sense of direction, items and people appearing to be shaking.). Eventually he found himself at the bakery section and immediately ate a sweet roll. Eventually the pt felt better so that no medical intervention was required from another person or hcp. Although the pt was not using the product appropriately, the complaint is reported as the pt alleged that his blood glucose was affected and he became hypoglycemic, since he was unable to test. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.